Event description:
The event was reported to sigma as follows: "while infusing important medication, a pressor, with a sigma pump, which was plugged into an ac [alternating current] outlet, the pump suddenly powered down and an alarm stated: system failure. There were no prior alerts or alarms indicating a problem. This was dangerous for the patient because he was without medication while the pump had to be reprogrammed including patient weight/dosage, etc. Pump was restarted without difficulty but the same occurred again with same pump while patient was in CT scanner with no new pumps available."

Manufacturer narrative:
Sigma reviewed the device's history log and confirmed the occurrence of multiple system error code 322. The extensive device analysis conducted by sigma did not produce any reload set or 322 system errors. Visual analysis of the pump's mechanical configuration showed no loose or mal-alignment components or switches which can lead to 322 system errors. The pump's set mechanism sensors were monitored closely while the slide clamp was inserted and the door opened and closed. No potential misalignments of sensors were found. All sensors activated properly. The device was repaired and returned to the facility. Further evaluation identified an inadequate connection at pin 1 of the flex connector, which could produce a system error code 322.